Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  The cause of the reported issue was determined to be due to a crystal, designator y4 from the digital pcb assembly.  The y4 crystal did not oscillate which led to the pcb not functioning properly. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. When this issue was observed, the device had both a service wrench and a low battery indicator present on the device's readiness display.  The customer then installed a known working battery and the unit attempted to power on by itself with both the power and shock button led's illuminating.  Although the device attempted to power on it would not complete the boot-up process.  The customer attempted to power the device off using the power button; however, it would not power off unless the battery itself was removed. There was no patient use associated with the reported event.